Event description:
The rv lead was found to have "straightened with inspiration". This lead was successfully repositioned on (B)(6) 2011. All records indicate that this lead remains actively implanted. Should additional information become available, this event will be updated.